Event description:
3-channel infusion pump failure. It alarmed once, opened all lines & shut itself off. Nurse in room at time of event. Medications involved were: dopamine, dobutrex, levophed, and n.s. W/kcl & mgs04.